Event description:
Additional information indicated that a surgical intervention occurred wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced difficulty charging the ipg. Later, the patient's ipg turned inoperable and patient lost stimulation. In turn, surgical intervention may be pending to address the issue.